Event description:
A certified surgical technician reports that an intraocular lens (iol) because stuck in the cartridge of the iol delivery system. The incision was widened. Additional information has been requested.